Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during follow up that the issue with the patient s ipg charging was due to the patients ipg being turned off. The ipg was turned back on and the patient was educated on charging the ipg. The issue has resolved and there is no surgical intervention planned, education was all that was needed.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient experienced charging difficulties following a pacemaker implant. Surgical intervention may be pending to address the issue.